Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that a metal component was observed protruding from the lumen of the colonovideoscope. The issue was found during reprocessing. There were no reports of patient involvement.